Event description:
An (B)(6) old female with an etiology of neurogenic and obstetric trauma was implanted with an acticon device on (B)(6) 2001. On (B)(6) 2008, the pump and balloon were removed and replaced due to a "non-functional pump." The hospital is not returning the device for analysis. No further information provided.

Manufacturer narrative:
Additional catalog# 72402287; (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.